Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and issues were observed. Reader did not power on with button depression and strip insertion. However, reader did power on with usb cable. Date and time was set using the pc software and determined the uom is locked to mg/dl. The customer did not return the usb charging cable and adapter. Customer reported for, " the meter is too hot to hold while charging". Built-in reader test was unable to be perform due to reader was flashing white screen and reader was observed to be turned hot while charging. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no burnt marks were observed. Battery voltage was measured and result was not within the specified range. Returned battery was replaced with known good battery. Nxp processor was observed to be present. A thermal camera was used to inspect the pcba.hotspots were observed on components u2 and u13 lower part of pcba. A further extended investigation was performed. No damage was observed on the pcba or the outside casing of the returned device. An stm processor was observed. The data log from the reader was unable to be extracted and therefore was not able to be reviewed. The device was brought to a lab bench for testing. Returned battery voltage was measured, and result was not within the specified range. A known good battery was used for the remainder of testing. The reader did not turn on with button depression, strip test, or charging cable insertion. A thermal camera was used to review the reader¿s temperature when the reader was attempted to power on and while charging. Hot spots were observed on u13 component. A voltage was observed on the pa9_vbus line when the device is not charging. This indicated that there is damage on the pa9 pin of the cpu (central processing unit). An off current consumption test was performed on the reader and result was not within the specified range for reader with an stm processor. Was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The issue of a reader being too hot to hold was observed. It was determined that the device had been put through electrical overstress from the use of an incorrect usb adapter. This resulted in faulty/damaged components and hot spots. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.